Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00673. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00673 to indicate the change, referencing the new manufacturing report #.

Event description:
According to the reporter, the patient underwent a vaginal hysterectomy with bilateral salpingo-oophorectomy with a non-covidien bladder sling procedure, mesh placement and cystoscopy. A second procedure was performed on (B)(6) 2006 as a result of infected bladder sling and a paravaginal defect.